Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was 110 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw red cross on display. The device will be returned for analysis.

Manufacturer narrative:
Device was received with hardware low level failures occurring upon starting up. Hardware low level failures confirmed in the downloaded history log due to a twi failure. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.